Manufacturer narrative:
There are no reports of external trauma or other extenuating circumstances that may have led to fracture of the implanted lead. The patient's other health issues were not shared with the firm, so it is unclear if there is any correlation or involvement.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In (B)(6) 2024 the patient reported inadequate pain relief from the system and therapy was unable to be restored with troubleshooting measures. Xray imaging was performed and suggested that an implanted lead had fractured, causing the loss of therapy. Patient elected to postpone any corrective actions at that time due to other unspecified health issues that were taking priority. On (B)(6) 2024 a surgical revision was performed in which the fractured lead was removed and a new lead was implanted.